Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). Baxter is attempting to obtain additional information from the healthcare provider. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint was confirmed. A batch review of the potentially associated lot numbers (h11f16026, h11g25017, h11h07021) revealed no exceptions during the manufacturing process. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Based on information reported to baxter, the reported condition was confirmed. The root cause for the report of use error - breach in aseptic technique, which resulted in peritonitis was undetermined.

Event description:
During follow-up for a report of the patient being hospitalized, the patient stated they went to the hospital on (B)(6) 2011 because they had an infection which was peritonitis. The patient stated they have been performing therapy fine currently. There were no further details provided. Product surveillance contacted the patient on (B)(6) 2011. The patient stated she accidently dropped the patient line and then reconnected. The patient was hospitalized for four days and has since recovered. The patient stated she is aware of her mistake. No further information was provided.